Manufacturer narrative:
(B)(4). In a follow up call with the reporter from the facility, she confirmed that the patient "was ok" and that she had spoken to the patient and she has had the needle removed. The actual device was not returned for evaluation; however, a picture of the used sample was provided. All available information was forwarded to the manufacturer. Their report states that the picture is not clear enough to determine whether the needle had detached or broken off from the hub. Because of this, further investigation of the complaint is not possible. The needle, hypo rw 30gx1/2", 0.30x13mm is a purchased component. Based on qc incoming tensile test report, it showed all samples were within specification the device history record (DHR) was reviewed and there were no such defect encountered at in-process inspection a historical review of the complaint database identified no adverse trends of this nature for product code (B)(4) or the involved lot. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the event. If the sample and/or additional pertinent becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: "during a medical procedure, the needle broke off of the syringe at the hub. The needle remained lodged in the pt's head. X-rays were taken confirming the presence of the needle. The medical staff recommended that the pt see a surgeon to get the needle removed."

Manufacturer narrative:
(B)(4). The sample has not been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.